Manufacturer narrative:
Pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to verify operating currents due to failed battery test alarm. No blank display noted. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and cracked lcd window.

Event description:
Customer reported via phone call that after battery change, insulin pump took about three to four minutes to power on. Customer's blood glucose was 140 mg/dl. Customer reported that issue was not resolved with replaced battery cap. Customer was advised that insulin pump would need to be replaced.